Event description:
A customer reported that patient experienced capsular rupture while using an ophthalmic system. The current condition of the patient and event outcome was unknown. The procedure details was not reported. Additional information has been requested but is not available at the time of this report. This complaint is pertaining the third surgery of four surgeries.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.